Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the non-olympus lamp life meter was reading at 300 plus hours, and measured with in specifications. Third party lamp had insufficient thermal grease. There was corrosion inside the scope socket tubing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii xenon light source led's were blinking continuously. The customer put in a new light bulb but they couldn't reset the light bulb hours. The customer was not able to take control of the unit. The event occurred during preparation for use for a gastrointestinal procedure. The procedure was cancelled. There were no reports of patient harm.